Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The common compute controller (ccc) was analyzed and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The vsc monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not able to program. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked per document 1069151-01. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that bricked ccc was found to be the root cause of the reported failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the system won't start up all the way. The customer stated they are getting a 41107 fault when powering up. The tse had the customer do a hard power cycle of the system and system still won't power up all the way. The vision cart power button keeps blinking blue and says insufflator is disabled. The robot doesn't power up all the way. The console keeps saying self-test in progress. Tse had the customer power everything up individually and the vision cart still won't power up all the way. The console never stops saying self-test in progress and robot powers up but says connect to vision cart. The customer did state that they may have lost power to the hospital last night. The procedure was aborted to another dv system.